Event description:
Event description boston scientific crm received information that during a follow-up visit, this right ventricular lead exhibited impedances greater than 2500 ohms and no sensing of the r-wave in bipolar configuration. A review of daily measurements show high out-of-range impedances for the last few months. The patient, who has chronic atrial fibrillation with conducution, is currently hospitalized.